Manufacturer narrative:
One 25ga bi-blade vit cutter was returned in a plastic bag along with the tip protector. The original packaging was not returned. The part number and lot number cannot be verified or determined. Although the tip protector was returned, the cutter is loose in the bag and the needle is bent. The port window is in the opened position, and there is debris visible on the needle shaft and around the port window as well as dried solution in the tubing. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and does not reach the cutting edge. A bent needle could contribute to poor cutting performance. Due to the condition in which the product was returned the cause of the bent needle could not be determined. Manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related - cutter 1-0001920664-2020-00151.

Manufacturer narrative:
The device has been returned, but the evaluation has not been completed. It was reported that there was no patient impact, or injury. Additional investigation results are pending. First cutter: (B)(4).

Event description:
The user facility reported the cutter had stopped working. They changed the pack, but the new cutter was experiencing the same issues. According to the doctor they were able to get aspiration but the cutting stopped when on "fixed cut" mode. They were able to finish the case by changing the system mode to "co-linear" with a slower cut speed. One cutter is able to come back, and other was discarded. This report is on the second cutter.